Event description:
Boston scientific received information that this patient's entire system was removed due to patient infection two months post-implant. Additional information was received that this patient expired one week post system explant, during anesthesia induction prior to going into the operating room for a hematoma evacuation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.